Manufacturer narrative:
Results: code used for the catheter/connector.

Event description:
It was reported that the patient underwent a pump replacement. When the pump pocket was accessed, there appeared to be a granuloma surrounding the connection of the pump to the catheter. The connector and the possible granuloma was sent for testing. Additional information has been requested from the hcp, but was not available as of the date of this report.